Event description:
Event description boston scientific crm received information that this transvenous defibrillation lead exhibited high pacing impedance of 3000 ohms. Pacing and sensing measurements have remained stable. Increased follow up frequency was recommended. To date, there have been no reported patient symptoms associated with this clinical observation.